Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2002 and mesh was implanted into the patient. No clarifying information provided. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that patient had implanted pelvic mesh product: caldera slim on (B)(6) 2012 to treat sui. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient had an additional mesh was implanted on (B)(6) 2002 due to sui. It was reported that patient underwent mesh revision on (B)(6) 2012 due to urinary retention.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure concurrently with vesicourethropexy.